Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into a frozen mode in midnight and there was blue shield but no number on it. The customer¿s blood glucose was unknown. Customer stated that there was no alert or alarm received. Customer was advised to go to alarm history but customer was driving and could not do some troubleshooting. Customer tried to run a self-test and it was just gray for about two minutes. The insulin pump will not be returned for analysis.